Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, that stent damage was observed. The physician used a 6f medtronic fr4 guide catheter and a bmw 014 guidewire to treat a "complex and tight stenosis" in an unspecified location with a taxus express2 16x4mm drug eluting stent (des). The taxus express2 stent failed to cross the lesion. The physician decided to retrieve the stent system in order to predialate the lesion. The stent system could not be retrieved and the physician was forced to retrieve all devices together. Outside the patient, it was noted that the proximal struts of the stent were "sticking out." The procedure was successfully completed with an endeavor (guidant) stent. There were no patient complications reported with this event.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.